Event description:
It was reported that during a biopsy procedure, the tip of the stylet bent. After firing the easy core biopsy system in an unspecified location, the physician stated that the "tip deflect 90 degrees." The device was pulled out of the pt. The physician confirmed that the tip did not break off. There were no pt complications reported. The procedure was completed using another manufacturer's biopsy system.